Manufacturer narrative:
(B)(4) initial report. (B)(4). Additional information, including device details, patient medical history, post primary and pre revision x-rays and the explants have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be identified and reviewed.

Event description:
Cormet revision of the left hip on a bilateral patient after approximately 8 years and 5 months due to pain.

Manufacturer narrative:
C-1737 final report. Please note: this MDR was originally filed on 30 mar 2016 to an esubmissions test account. Additional information, including device details, patient medical history, post primary and pre revision x-rays and the explants were requested in order to progress with this investigation, however, not all were available. Therefore, there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. The explants were not returned to corin for examination, therefore, at this time it cannot be determined whether the corin devices caused or contributed to the patient's experience. Based on this, corin now considers this case closed, however, if any new information is provided this case can be re-opened for further investigation.

Event description:
Cormet revision of the left hip on a bilateral patient after approximately 8 years and 5 months due to pain.